Event description:
While the doctor was using the olympus soltive laser during cystoscopy, there were numerous "fiber connection", "blast shield", "restart system" errors. The device was turned off/on, opened new laser fiber, worked for about 5 min before fiber burned/broke approx 1 foot from tip of fiber while in pt. Md able to remove broken portion. The rep/customer service was notified and the instructed staff discontinue use of this laser and send in for servicing. The surgeon had to transition to a 910 holmium fiber.